Manufacturer narrative:
The product was not returned for analysis, as it was consumed in the procedure. The product was reported to have performed as intended. There were no product issues reported. Based on the reported information, the event cause could not be definitively determined. MDR related to this event: 2029214-2016-00470. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 days post resection of arteriovenous malformation (avm), the patient suffered an adverse event of seizures. This event was moderate in severity. The patient was given keppra which resolved the event. This neurological event was not related to the vascular territory that was catheterized. Arteriovenous malformation (avm) located in the right frontal lobe with nidus size of 2 = medium (3 - 6cm). The major vessels supplying the avm were the right middle cerebral artery (mca) and the anterior cerebral artery (aca). Baseline nih stroke scale was 0 and mrs 0. Barthel index score was 20. The avm was completely resected one day post embolization. Post intervention, the nihss was 1 and mrs was 2. Barthel score remained at 20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.